Event description:
On (B)(6) 2013, it was reported that the patient underwent generator replacement surgery on (B)(6) 2013 due to end of service; however, the patient was not re-implanted with another generator due to infection. The manufacturing records for the lead and generator were reviewed and both devices were sterilized and met all specifications prior to distribution. Attempts are in progress for additional information; however, they have been unsuccessful. No additional information has been received.

Event description:
It was reported that blood and fluid cultures of the fluid found during the explant procedure showed no infection. It was reported that reimplant is likely; however, has not occurred to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed the device met all final testing specifications and sterilization standards prior to distribution.

Event description:
Additional information was received stating that the patient underwent generator re-implant surgery on (B)(6) 2014.